Manufacturer narrative:
(B)(4). During baxter's evaluation, false upstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the false upstream occlusion alarms. The device was recalibrated to ensure prevention of these alarms.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.